Event description:
This pt had a left hip arthroplasty in 1977 in an outside facility. He presents at this time with complaints of contant pain. He has pain on ambulation and at rest. He was admitted for a revision of the left total hip arthroplasty. Intraoperatively there was evidence of severe metallosis throughout the operative area, along with significant bone loss. All total hip components were removed and the hip was left flail.